Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The stm that discovered the issue replaced both batteries. He indicated that the second battery was replaced due to expiration date before the next scheduled pm. The pm was completed and all functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. Full event site name: (B)(6) medical center.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) one battery did not meet run time checks. There was no patient involvement and no adverse event was reported.